Manufacturer narrative:
Evaluation: method - lens work order search. Results - visual inspection of the returned product found a piece of the lens haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the haptic of a 12.6mm micl 12.6 implantable collamer lens was torn and another same type lens was implanted. Add'l information has been requested from the facility but none has been forthcoming. If add'l information becomes available, a supplemental medwatch will be sent.